Event description:
It was reported that during a vena cava filter placement procedure, deployment difficulties were encountered. The vessel being treated was the vena cava and was not stenosed, calcified, or tortuous. The 12 fr femoral titanium filter legs did not fully deploy in the procedure. The filter was removed with a retrieval device. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "fine."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.